Event description:
It was reported to philips that the system's suite computer was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse found suite pc was malfunctioning. To resolve the problem, fse replaced the suite pc and loaded the full software and return for further analysis, but no failure found. After replacing the suite pc, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.